Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was experiencing pacing at the maximum sensing rate with no activity. The patient was reported to have had some breathing issues. The patient's minute ventilation and accelerometer sensors were reprogrammed with resolution of the msr pacing. There were no adverse patient effects reported. The device remains in service.